Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was replaced due to lead fracture. No patient complications have been reported as a result of this event.